Manufacturer narrative:
Complaint conclusion: as reported, two 6f/7f mynxgrip vascular closure devices (vcd) came apart at the unknown sheath level. There was no reported patient injury. The product was properly stored and opened in a sterile field. The procedure was a lower limb ballooning procedure. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant, advancer tube, and sealant sleeve were all found in their manufactured positions, while the balloon showed no abnormal condition. Additionally, a white substrate was observed on the device shuttle and handle surfaces, acting as an adhesive that bonded both components together and prevented disengagement of the shuttle from the handle, which restricted full catheter inspection during visual analysis. Since the shuttle could not be disengaged, an additional functional verification was performed. A balloon inflation/deflation test was executed to evaluate for possible leakage that may have resulted from the reported catheter detachment. The balloon inflated and deflated as expected, confirming that the catheter body¿s structural integrity was not compromised. The reported event of ¿catheter-catheter detachment¿ was not observed through analysis of the returned devices as there were no detachments or damages noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analyses, it is not possible to determine what factors may have contributed to the issues experienced by the customer, especially since there were detachments or damages noted to the returned devices. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6/7f mynxgrip vascular closure devices (vcd) came apart at the unknown sheath level. There was no reported patient injury. The product was properly stored and opened in a sterile field. The procedure was a lower limb ballooning procedure. Other procedural details were requested but were not provided. The devices will be returned for evaluation.